Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alleging under delivery. Customer¿s blood glucose level was 370 mg/dl at the time of incident. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as nausea and feeling hot that night. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the drive support cap appears normal. Customer experienced multiple blood glucose level such as 379 mg/dl, 317 mg/dl and 256 mg/dl. The insulin pump will not be returned for analysis.